Event description:
It was reported that when the home patient first started the cycler, the bag would not drain or fill. The patient did not have any additional information. The patient changed bags and the issue was resolved. The patient was connected. There was patient involvement; however, there was no patient injury.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. Users are warned not to reconnect disconnected solution bags during peritoneal dialysis therapy.